Event description:
A report was received that the patient was charging the implant more often for longer periods. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision or full scs replacement procedure per physician's preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was charging the implant more often for longer periods. The patient will undergo an ipg replacement procedure.